Event description:
"Ntaneous" case was reported by a consumer and describes the occurrence of genital haemorrhage ("she had heavy bleeding/she bleeds again") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and back pain ("back pain"). On an unknown date, the patient experienced headache ("headaches"). The patient was treated with ibuprofen and surgery (she underwent ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, back pain and headache had not resolved. The reporter provided no causality assessment for back pain, genital haemorrhage and headache with essure. The reporter commented: she experienced aforementioned events approximately three years ago form the date of the reporting. The reporter stated doctor advised if the lining of her uterus is too thin and if she bleeds again she will have to remove the essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("she had heavy bleeding/she bleeds again") in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and experienced back pain ("back pain"), lasting 3 years. On an unknown date, the patient experienced headache ("headaches"). The patient was treated with ibuprofen and surgery (she underwent ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, back pain and headache had not resolved. The reporter provided no causality assessment for back pain, genital haemorrhage and headache with essure. The reporter commented: she experienced aforementioned events approximately three years ago form the date of the reporting. The reporter stated doctor advised if the lining of her uterus is too thin and if she bleeds again she will have to remove the essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.